Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The complaint investigation has concluded that this unit has succumbed to damage to cord connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instructions for use (IFU) recommends careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope. The complaint investigation has concluded the failure was caused by excessive force applied to the cable connector. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device¿s end cracked. No patient involved.